Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon felt difficulty to insert the implant during the surgery on (B)(6) 2018. The surgeon noticed that the locking part was protruded forward more than usual. There was less than 30 min. Surgical delay and there was no adverse consequence to the patient. No further information was provided by the hospital.

Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> product code (B)(4), lot number (B)(4) device history review ==> DHR reviewed, no nonconformances were noted if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.